Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revisions between 2006 and present. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a d&c with diagnostic hysteroscopy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and dyspareunia.

Event description:
It was reported that following insertion the patient experienced vaginal discharge and dyspareunia.

Event description:
It was reported that the patient underwent gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.